Event description:
It was reported that during a cryo ablation procedure, the patient experienced sudden hypotension. A transthoracic echocardiogram (tte) was preformed that confirmed that the patient had experienced pericardial effusion due to a perforation to the left atrium. It was noted that hemodynamic support was provided and pericardiocentesis was performed by the physician. The patient 's condition stabilized. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and arctic front advance balloon catheter 2af284 with lot number 06097-10 were returned and analyzed. Data files did not show any system notices or issues. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for thirteen injections. The catheter passed performance, electrical integrity and impedance testing. Dissection and pressure testing did not show any leaks. In conclusion, the catheter passed all inspections per specification and a clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.